Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient was not getting relief of colo-rectal pain, so a revision was performed on the catheter the day of the report (catheter retrograde). The healthcare provider (hcp) was able to aspirate the catheter without issue, but it was decided to replace the spinal segment to achieve better pain relief. The existing spinal segment was tied off and a new spinal segment was placed. There was no issue found with the catheter or pump. It was unknown what drug the pump infused [device implant query stated that pump delivered bupivacaine]. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.